Event description:
It was reported that the patient was found patient short of breath, proceeded to suction trach, no relief. Troubleshooting done found to have air in cuff when none should be present. Deflated cuff of 4cc of air. Patient able to breathe. Called back to assess patient at 1000 for same shortness of breath issues. Nurse had suctioned. They immediately checked the cuff air found in cuff again. Deflated another 4cc of air. Left patient on trach cradle and aborted capping trials. There was patient involvement, and harm/adverse event was reported.

Manufacturer narrative:
D4: product information is unknown, UDI information is unknown. H4: manufacturing date is unknown. No product was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation and further evaluate the investigation. A review of the device history records could not be completed as no item and lot number were provided by the customer.